Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown cardiac. No further information is available at this time.

Event description:
New information received indicates that patient passed away from cardio respiratory arrest, recurrent pneumonia and sepsis.